Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient including disability, infection, hernia recurrence and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists recurrence of hernia as a possible complication. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of an indirect left inguinal hernia on or about (B)(6) 2014. A bard/davol perfix plug was implanted to repair the hernia defect. On or about (B)(6) 2016 the patient underwent additional surgery to repair the recurrent left inguinal hernia and remove infected mesh. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.